Event description:
I had a total left knee replacement (B)(6) 2022, which appeared to heal well and respond well to physical therapy: I was walking well and without assistive devices, driving, etc. At 7.5 weeks post-op, on (B)(6) 2022, at 9 in the evening as I was sitting on the end of my bed reviewing my calendar for the next day when I felt a soft "pop?" (Almost like a question), followed by a flash of pain which made me cry out and stand up. Thereupon, the surgical wound opened up from top to bottom, full thickness from skin to bone and metal. There had been no intervening trauma - this was an atraumatic complete dehiscence. (Nor was the knee infected.) Following this sudden dehiscence, I fell to the floor, turning onto my back as I fell, and called frantically for my husband. He ran in, seeing the gaping wound, bone, and metal called the surgeon at home, called 911, etc. I was taken by ambulance to our local community hospital ER receiving pain control meds in both ambulance and ER; thence by a second ambulance to boston (some 2 hours away) to (B)(6) hospital, where the original surgery was done. I was treated with pain meds, antibiotics, and the would washed out; an emergency surgical repair was set for the following morning. In that surgery, the teflon pad of the knee prosthesis was replaced (metal parts were not require replacement,) some 16 tissue cultures taken to look for various possible infectious agents, a lateral release performed, the joint capsule closed with individual stitches, and a team of plastic surgeons handled the repairs on the soft tissue structures. I remained in the hospital for 6 days, receiving pain meds and IV antibiotics. All tissue cultures but I were negative, and that one revealed some "environmental bacteria"; as a result, I was put on oral clindamycin in very large doses, which were gradually tapered over 8 months, and caused tremendous nausea and gastrointestinal uproar. Following my release, I was in a full leg brace (thigh to ankle) around the clock for 2 months, locked into full extension. Physical therapy was gradual, beginning at 15 degrees of braced flexion for 2 weeks, then 30° for 2 weeks, 45° for 2 weeks, and finally 90 °. I came out of the brace in (B)(6). I lost a full summer of activity, & could not walk on uneven surfaces until (B)(6). I am now one year, one month, and one week out from my emergency surgical repair. Fortunately, I have recovered full range of motion in my left knee, but have lingering nerve pain and deranged sensation in the scar area and lower left lateral calf. Gardening is possible but challenging, as is walking on uneven surfaces, though I can do a bit of both; walking or standing on hard surfaces (e.g. Museum or airport flooring) is painful and tiring still, as are stairs. At the time of this event (which might have happened anywhere), and still today, there were no published reports of any such full thickness atraumatic dehiscence¿s that the surgeons could find in the medical literature. I and a colleague (an uninvolved orthopedic surgeon) are currently writing my case report for publication. My original surgeon, whom I have do not believe did anything wrong, hypothesized that the cause of the failure to heal (except at the epidermal level) was caused by a failure of the barbed suture used to close the base of the surgical wound with a running stitch. In (B)(6) 2023, a report was published in the journal of the american academy of orthopedic surgery outlining 18 cases of subcutaneous barbed suture failures in knee arthroplasties (j am acad orthop surg. 2023 mar 15;31(6):300-304.) Each of these required additional surgeries to repair; none was as severe as my total dehiscence. I believe this reveals a product defect that harms patients and constitutes a reportable adverse event. Searching the medical literature for "barbed suture dehiscence" more broadly - vs. Searching only for atraumatic dehiscence¿s of orthopedic surgeries or knee arthroplasties - reveals scores of articles on dehiscence¿s in women's health surgeries (hysterectomies, c-sections, vaginal vault surgeries). I wonder if, as has been documented to have occurred before with medical devices and products, the fact that all of these patients were women may have contributed to a lack of attention to the possible scope of a problem with barbed sutures that may have harmed many others. I think the phenomenon deserves a closer look, and a search across surgical disciplines, and types and manufacturers of barbed sutures. Social consumption of alcohol.